Manufacturer narrative:
Additional narrative: a manufacturing evaluation was completed: the plate broke through the fourth locking compression plate combi-hole. The plate is made of material ticp (commercially pure titanium). The examination of the raw material inspection sheets of the supplier and the manufacturing documents of the producer showed no deviation in relation to the chemical composition, microstructure and mechanical properties. The material of the plate is in compliance with the international standards. The dimensions of the investigated plate were checked using a digital sliding calliper and found to be in compliance with the technical drawing of the producer and ao/asif specifications. The measurements were taken at the plate shaft close to the fracture site. The plate has been contoured to fit the patient¿s anatomy. The plate showed mechanical damages from a bending tool. When examining the fracture surfaces of fragment 1 of the plate using scanning electron microscope (sem), the initial fracture areas and the fracture behavior were identified. The crack started at the upper side of the plate at the transition to the locking compression plate combi-hole (dynamic compression unit) and ran into the material. After breaking the two fragments rubbed against each other causing more destruction of the fracture surfaces (abraded and shiny areas). At higher magnification, fatigue striations were observed at the crack propagation zones. Each striation represents the successive position of an advancing crack front. They originate from cyclic loads (load and unload during daily activities). The presence of these striations is a clear indication of a fatigue process. Furthermore the fracture surfaces showed a sizable area of mixed fracture appearance; fatigue striations and structured breakage (crystallographic oriented fatigue fracture). Structured breakage is typical for a fatigue fracture in pure titanium and indicates moderate loads. Sem observations and findings showed that the plate failure was caused by fatigue and overload. Based on the topography of the fracture surface, it can be concluded that the plate was subjected to moderate dynamic bending loads, one sided. Constantly alternating bending loads / load cycles (during daily activities) led to the fatigue of the material, then to a first crack and finally to the overload respectively to the fatigue fracture of the plate. The plate could not resist the applied force which finally led to the material overload / fatigue failure. A failure resulting from either a material defect or the manufacturing process can be excluded. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: the locking compression plate (lcp) recopl 3.5 straight with combined hole in question was implanted on (B)(6) 2014. It was found out on (B)(6) that the plate was broken. Therefore, another plate was implanted instead on (B)(6). Metallosis was observed when replacing the plate. This is report number 1 of 1 for com-(B)(4).

Manufacturer narrative:
(B)(4). Subject device has been received and is currently in the evaluation process. A device history review was conducted. The report indicates there were no issues during the manufacture of the product that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.